Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager evaluated the iabp and verified that neither battery was charging. The stm replaced the power management board but one of the batteries was still not charging. The stm replaced that battery and then verified the battery was now properly charging. The stm also replaced the tidal volume disk as part of regular scheduled maintenance. The stm then performed all leak, functional and electrical safety checks. The iabp passed all testing and was returned to the customer for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not charging the batteries. The staff noticed the batteries were not charging while the iabp was plugged in and in storage. No patient involvement or adverse event was reported.